Event description:
It was reported that, after a revision surgery was performed on (B)(6) 2025, the patient experienced a dislocation on (B)(6) 2025. There was also a suspect of infection and due to these adverse events, a revision surgery was performed on (B)(6) 2025, in which all implants (cup, liner, insert, head, screws and stem) were removed. During the surgery, it was noticed that the oxinium fem hd 12/14 28mm +8 and or3o dual mobility liner 42/54 had separated. An additional revision surgery is scheduled on (B)(6) 2025. The patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4). H11. B5 and h6: event description and codes updated.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11: results of investigation: the complaint device used in treatment was returned for investigation. A visual evaluation of the device was conducted, and it was concluded that the device is showing slight scratches around the cone and the proximal neck region, potentially originating from revision surgery. Otherwise, it has no irregularities. The porous surface of the stem is only showing slight signs of osteointegration. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with a similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use lit. No. 12.23, ed. 03/21 states joint dislocation as a ¿potential adverse device effect¿ in combination with the implantation of a hip prosthesis. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be retained.

Manufacturer narrative:
Internal complaint reference (B)(4). H6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a revision surgery was performed on (B)(6) 2025, the patient experienced a dislocation on (B)(6) 2025. This adverse event was treated with a revision surgery on (B)(6) 2025, in which the stem and all implants(cup, liner, insert, head, screws and stem) were removed. A revision surgery is scheduled on (B)(6) 2025. The patient's current health status is unknown.